Event description:
It was reported that during an unknown procedure, the clip applier's trigger could not be returned to the home position. The endocutter could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged one piece sled, broken closing trigger additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? First. What color cartridge was being used? White. What other color cartridges were used before and after this event? No information. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? The firing force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The device was received for analysis with the clamping mechanism damaged and with a cartridge reload loaded on the device. The reload was received partially fired 1/16 and with the one piece sled damaged. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism and one piece sled became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.